Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly multiple times. The customer's blood glucose (bg) level was 200-300 mg/dl. Customer delivered a correction bolus via pump to address bg level, and continued to use the pump for insulin therapy.